Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not received the product back for investigation. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that blood leakage from the positive pressure release valve was observed at a drop every minute. The rate of leakage increased to 1 drop every 10 seconds out of the positive pressure release valve as well as the co2 exhaust of the oxygenator the patients co2 began to rise. The co2 exhaust began to block off and the patient started to develop hypercapnia with a c02 of 55 mmhg with a sweep rate (air flow into the oxygenator via the gas blender) of 8-91/min. A clinical decision was made to change out the entire circuit. Patient was successfully transferred to a new pls circuit within a few minutes. Ecls was then recommended. In this process no air was introduced into the blood phase of the oxygenator. The patient's hypercapnia was resolved and the patient was hemodynamically stable. Patient was weaned off elcs on (B)(6) 2014 with no evidence of air embolism or hypoxic tissue damage. Affected component: be-01970311-pls#d-quadrox-I adu.o.filter, lot 70098615. (B)(4).